Event description:
Loss of osseointegration.

Manufacturer narrative:
The product was received and determined to be a different diameter than what was provided in the initial report. Due to a tip fracture, the material number cannot be determined. The corrected information is provided in this follow up report.

Event description:
Loss of osseointegration. The product was received and determined to be a different diameter than what was provided in the initial report. Due to a tip fracture, the material number cannot be determined. The corrected information is provided in this follow up report.